Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-02715. It was reported the sjm representative was unable to turn the stimulation on postoperatively. Lead diagnostics revealed multiple invalid impedances. The patient underwent surgical intervention on (B)(6) 2016 to remove and replace the entire scs system. The patient is now receiving effective stimulation and thus issue has been resolved.